Manufacturer narrative:
Approximate age of device - 4 years. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2018, it was reported that the patient was admitted to the hospital for anemia due to being symptomatic with melena. A esophagogastroduodenoscopy and capsule study performed revealed normal results. The patient's inr goal was lowered and the patient was started on oral iron. No further information was provided.